Event description:
It was reported that the insulin pump alarmed meter now. Customer's blood glucose was over 500 mg/dl. Customer declined to do troubleshooting for high blood glucose. Customer uses enlite sensor. The customer was advised to calibrate once the blood glucose is stable and to monitor blood glucose and the sensor. It was also found that the sensor was expired. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.